Manufacturer narrative:
(B)(4). Date sent: 6/29/2026. D4: batch # unk. Additional information was requested, and the following was obtained: the staples were properly formed. The staple line was complete, the incision site appeared unremarkable, and the instrument was opened and removed. No abnormalities were visually apparent. The only notable factors were the presence of vascular calcification and the fact that, due to poor accessibility within the surgical field, the stapler could not be held entirely free of tension during firing and opening. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No abnormalities were visually apparent. Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired with some b-formed staples on the deck. Also, damage on reload deck was observed. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. Additionally, in order to verify the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were observed on the internal components. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event described could not be confirmed as once the device completed the firing sequence the knife returned home as intended. A non-specific noise was detected in the device. Please note that the sound's intensity and character may vary depending on the device and how it is used. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee60a, with lot number a99u3t, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 911d23, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, upon the very first firing of the first magazine, the stapler emitted a noticeable sound "as if the battery were low." It successfully fired several magazines; however, the blade stalled during the final magazine. It was successfully retracted using the reverse button. The operation was completed without complications. There was no patient consequence nor surgical delay reported. No additional information provided.